Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. The device was not in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and found that the system was unable to boot up. Upon troubleshooting, the fse found no hard drive lights were present, and the host pc fans were not operational. The fse confirmed that there was an issue with the disk bay; the disk bay wasn't receiving power. To resolve the issue, the fse replaced the host pc and installed the original hard drive. The license installation and full system ghosting were completed. The defective host pc was returned to philips for failure analysis. Although the supplier's part analysis could not conclusively determine the root cause of the failure, the replacement of the host pc effectively resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.